Manufacturer narrative:
The edwards esheath introducer set was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. No imagery was provided for review. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of work order number was performed and revealed no other complaint relating to the complaint codes. There is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling /instructions for use (IFU) for sapien 3 , device preparation and procedural training manuals were reviewed. There were no IFU/training deficiencies identified. Per warnings/cautions: the edwards expandable sheath introducer set must be used with a 0.035" (0.89mm) guidewire. Do not use this device in patients who have the following. Ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. Do not use the thv in patients with access vessel diameters <5.5mm for 20/23/26 mm systems. Visually inspect all components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. There was no confirmed edwards defect, and no corrective or preventative actions are required. The complaints for "general risks - failure - sheath damaged" was unable to be confirmed without the complaint device or imagery. Without the return of the complaint device, an engineering evaluation including visual, functional, and dimensional analysis could not be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history did not identify any manufacturing non-conformances that would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation or unpacking. As reported in the complaint event, "a damaged e-sheath was removed" and "the access vessel minimum luminal diameter (mld) was 4.7 mm. Access vessel tortuosity was mild. Vessel calcification was moderate". Per the IFU, "do not use this device in patients who have the following [access vessel injury may occur]: ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath" and "caution: do not use the thv in patients with access vessel diameters <5.5mm for 20/23/26 mm systems". Vessel calcification can damage the sheath through direct contact, which can be exasperated with undersized vessels. Additionally, tortuosity can subject the sheath to suboptimal angles which can lead to damage during delivery system insertion through non-coaxial interaction. However, as no images characterizing the reported sheath damage were provided, a definitive root cause is unable to be determined at this time. The complaint for "general risks - failure - sheath damaged" was unable to be confirmed. No manufacturing non-conformances were identified to have contributed to the event. Due to insufficient information provided, a definitive root cause is unable to be determined at this time. No IFU/training material deficiencies were identified. No corrective/preventative action nor product risk assessment (pra) escalation is required at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, an iliac artery injury occurred and was possibly due to procedural factors (device manipulation), vessel tortuosity and/or moderate calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Investigation is still pending.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve deployed in the aortic annulus, an angiography revealed left iliac artery dissection. A damaged e-sheath was removed, and endovascular treatment (evt) was performed. A stent was placed, and post dilation was performed with a balloon.